Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for scheduled lead extraction. It was noted that the right atrial lead exhibited noise. The lead was explanted successfully. The patient experienced no adverse consequences.